Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced. During the device evaluation, a break in run was performed which ran as intended without any upstream occlusion alarms occurring. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) had an upstream occlusion alarm. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.